Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to suspected shock. However, an interrogation showed no evidence of any therapy delivery. The right ventricular (rv) lead was observed with chronically high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an allied health professional (ahp) had indicated they suspect pauses and failure to capture on the patient's right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.